Manufacturer narrative:
New information: g4,h1,h2,h3,h6. Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection of the returned device did not confirm any piece of the device to be broken. This device was manufactured in 2019. A functional evaluation was conducted and confirms the device will assemble and disassemble as intended. Also the device functions as intended when assembled. There was no problem found with the reamer handle or the inner portion of the device. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the reamer inner mechanism is broken. Used an identical backup device to complete surgery. The device did not break over the incision or wound and no broken pieces fell into the patient¿s wound at all. Surgery time was not extended more than 30 min. The surgeon does not fault the device. The patient or surgical procedure was not affected in any way due to the problem. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.